Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured at 11atm after the first inflation inside of a stent; however, upon retraction of the catheter, the bond at the balloon joint was noted to be broken; there was no balloon rupture. The balloon and catheter were still connected by the inner lumen. The catheter was removed without incident in its entirety. Another balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection(s): the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. A complete circumferential outer shaft break was observed at the proximal balloon glue joint, approximately 10.6cm from the distal tip. The inner polyimide was noted to be intact, however, it was kinked, likely due to the break. The edges of the break were examined under magnification. Stretching was observed at the break, as the catheter shaft was slightly lighter in color. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a complete circumferential outer shaft break was found at the proximal balloon joint. Per the event description, the balloon catheter was inflated within a stent. Atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries. Use within a stent is not indicated for use for this device. Usage of the balloon contrary to its intended use may have been a contributing factor to the rupture, however the definitive cause is unknown. Slight stretching was observed at the proximal balloon glue joint, therefore it is possible that excessive force was applied to the catheter shaft. However, the root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.